Event description:
It was reported that in arctic sun periodic maintenance, clinical specialist, found the water could not be cooled down. Per additional information received via follow-up on 03mar2023, device would be sent for evaluation. Issue could not be resolved the chiller was not a field replaceable spare part. They would have to ship it back to the us depot. Per sample evaluation result received on 06apr2023, hot connections between the power inlet module and the ac main voltage circuit card showed signs of electrical overstress. Double bend tube and chiller evaporator outlet tube were found expanded during servicing. Tanks seals were found lifted from the tank.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that in arctic sun periodic maintenance, clinical specialist, found the water could not be cooled down. Per additional information received via follow-up on 03mar2023, device would be sent for evaluation. Issue could not be resolved the chiller was not a field replaceable spare part. They would have to ship it back to the us depot.